Manufacturer narrative:
Evaluation, conclusions: off-label, unapproved, or contraindicated use (proximal neck length/aortic neck angulation). Evaluation results are: a review of pre-implant CT¿s and film report confirmed that the patient had a 63mm max diameter infrarenal aaa. The proximal neck diameter just below the lowest left renal artery measured 19mm with little calcification present. The length of the neck was <(><<)>1cm (approximately 6mm long) and the narrowed down to 14mm (flow lumen) near the top of the aaa. The proximal neck was severely angulated; the infrarenal neck angulation measured ~85 deg a-p relative to the distal aorta which measured 4cm in diameter. The iliac arteries were non-tortuous with little calcification present. The rcia ranged in diameter from 26 ¿ 13 ¿ 11mm and the lcia diameter was 8mm. The exact cause of the proximal type I endoleak seen during implant could not be determined. Films during implant and post-implant were not available for review. However, it appears likely that lower than desired bifurcate placement within the challenging proximal neck anatomy that was severely angulated, small diameter, and short length, all likely contributed to the low placement and resulting proximal type I endoleak. Films during the intervention which resolved the endoleak were not returned.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 63 mm abdominal aortic aneurysm. During the index procedure, and prior to implanting the endurant ii bifurcate stent graft, it was noted that the proximal neck anatomy was very complex and that the physician had difficulty identifying where the renal arteries began. It was reported that during the index procedure, an angiogram revealed that the endurant ii bifurcate stent graft had been implanted about one centimeter lower than intended. Additionally, there was a proximal type I endoleak present. The physician elected to implant an endurant aortic cuff. However, an angiogram revealed that proximal type I endoleak persisted. The physician then elected to implant another manufacturer's stent and the proximal endoleak was resolved. Per the physician, the cause of the inaccurate delivery and proximal endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.